Event description:
Per the audiologist, the patient¿s device had extruded and the patient had tympanic membrane retraction. Explant and reimplantation is planned but had not taken place at the time of this report june 15, 2009.